Event description:
It was reported that the device reached elective replacement indicator (eri). It was further reported that the patient had swollen legs for one month and the physician thought it was a sign of the pacemaker being at eri and the physician suggested the pacemaker replacement to treat the swelling. The pacemaker was explanted and replaced and the patient was reported to be good now.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) normal battery depletion.